Event description:
It was reported that there was difficulty in recapturing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but the positioning was too proximal. The device was repositioned multiple times, but it still was not acceptable. The physician performed three partial recaptures and redeployed the device a final time. The physician then wanted to fully recapture the device in order to free it from the distal pectinate of the patient. While attempting to do this the physician could feel resistance as if tissue was caught in the device and/or the sheath. Another redeployment was made with this device and the release criteria was checked. The physician did not want to make any other attempts to free up device and or fix the shape of the shoulders. Throughout the manipulations of the device effusion checks were performed on transesophageal echocardiogram (tee) and none were observed. When evaluating for peri-device leaks, via color doppler on tee, none were noted by the physician. Multiple tug tests were performed, showing stability of the device, and all displayed the device returning to its original deployed position. The closure device was released and implanted in the laa of the patient. Post tee of the patient showed no signs of a pericardial effusion. The patient was discharged in a timely manner with no issues or symptoms.